Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a lesion (tortuous ostium of the rca) that had been pre dilated three times. While attempting to retract back into the guide catheter, the stent dislodged and was retrieved with a snare. Patient status is listed as "okay".